Event description:
On (B)(6) 2013, it was reported that the physician was having communication issues today with the programming system. It was noted that the 9v battery was replaced and the system was not plugged into the wall, but there were still intermittent communication issues. During the call, it was reported that the serial cable looked like it has some frayed wires showing and the connection at the handheld appeared to be loose. Review of the handheld device history records confirmed all quality tests were passed prior to distribution. The handheld and software were returned on (B)(6) 2013 and are pending product analysis.